Event description:
It was reported that a patient presented in-clinic for a scheduled procedure. It was noted that the right atrial (ra) lead was dislodged. As a resolution the ra lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that a patient presented in-clinic for a scheduled procedure. It was noted that the right atrial (ra) lead exhibited intermittent capture and was dislodged. As a resolution the ra lead was explanted and replaced. Patient condition was stable.